Event description:
"Situation: patient on zoll thermogard cooling therapy and catheter failure?? With blood in the cooling circuit. Background: experienced leaking circuits see safer ([redacted number]). Assessment: rn noted that the priming bag fluid level was going down but there was no leaking occurring. Then spotted blood in the cooling circuit near the line insertion site. There was blood in both lumens of the circuit. Recommendation: circuit was disconnected from the patient. Tx stopped and team called to bedside. All materials sequestered outside of office 9-255 on np 9." Manufacturer response for thermogard, thermogard (per site reporter). Sample picked by [redacted name] from zoll for evaluation.